Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient experienced a skin reaction with infection at the needle puncture site which occurred 10 days after the sensor had been inserted into the abdomen. The skin was prepped with alcohol prior to sensor insertion. The patient became aware of the infection on (B)(6) 2024, however, did not go to the doctor until (B)(6) 2024. There the patient was prescribed oral clindamycin for 7 days. However, it was noted that the doctor was unsure if the infection was caused by the dexcom sensor or an insect bite. The patient was in good condition at the time of report. No additional event or patient information is available.